Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator had fluctuations in o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the o2 gas module and the air gas module were replaced and returned for investigation. The o2 gas module and the air gas modules regulate the inspiratory gas flow to the patient. The reported fluctuations in o2-concentration were not reproduced during test of the returned o2 gas module and air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The device logs are confirming the reported event. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).